Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to unknown reason on unknown date with unknown blood glucose level. Customer¿s blood glucose level was 1000 mg/dl. Customer did not provide details regarding symptoms of their high blood glucose episodes. The insulin pump will not be returned for analysis.